Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their implantable cardioverter defibrillator (ICD) was over-sensing post-paced t-waves. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their implantable cardioverter defibrillator (ICD) was over-sensing t-waves. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.